Manufacturer narrative:
(Catalog number and UDI) and PMA/510(k) number all that is known is that it was a cadd pump and the kind is not known. A device history record review could not be performed because a serial number was not provided by the customer. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a pump worked for about 24 hours so the patient got about half of their dose of medication. The pump then started to beep and said, no disposable clamp. The pump had to be turned off and on and the patient made sure all were connected. The cassette was taken off and put back on but still beeps and says no disposable clamp. The pump will be sent back. No patient injury was reported.